Event description:
A malfunction alarm identified as code "malf 9" was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it. Following this, the malfunction did not recur, and the customer was informed to continue using the pump but to contact support if the issue reappeared. The customer acknowledged the instructions.